Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It customer reported via phone call the insulin pump alarmed several times and could did not resolve during call. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents, it passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms anomaly noted during testing. It had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and stained address or serial number label.